Event description:
It was reported that during implant of this lead, high out of range pacing impedance measurements greater than 2,000 ohms was observed upon connection of the lead to the header of the pacemaker as well as with the lead connected to a pacing system analyzer (psa). The lead was attempted, but not implanted and another lead was successfully implanted without incident. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during implant of this lead, high out of range pacing impedance measurements greater than 2,000 ohms was observed upon connection of the lead to the header of the pacemaker as well as with the lead connected to a pacing system analyzer (psa). The lead was attempted, but not implanted and another lead was successfully implanted without incident. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the product will not be returned.